Event description:
According to the report, after implantation the graft disconnected from the connector. The disconnection happened after the venous outflow component (voc) and the graft were connected. The case continued after they cut the connector off the voc but it did cause case delay.

Manufacturer narrative:
The graft and connector were visually and physically evaluated in the biological safety cabinet. The crimp ring was still in place and the cut to the graft was not adjacent to the ring; it does not appear that there had been a failure to crimp the ring, or that the ring was crimped so forcefully that it cut the graft. The graft appears to have been cut intentionally and by a sharp instrument; the cut is all the way around and it seems as though the silicone was used as a guide to create the cut. Further, there is a small portion hanging that also has a smooth edge and looks to be the result of an additional accidental cut. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, after implantation, the arterial graft component disconnected from the connector. The disconnection happened after the venous outflow component (voc) and the graft were connected. The case continued after the connector was cut off the voc and a second graft was opened, but it did cause case delay. The device history records for the lot were reviewed. All records were available for review and met all physical, functional, microbial, and chemical specifications per the device master record. The graft and connector were visually and physically evaluated in a biological safety cabinet. The crimp ring was still in place with a portion of eptfe still in place beneath it; this portion of eptfe was circumferential and extended to the edge of the silicone. The rest of the eptfe was also returned. The end that was originally attached to the titanium connector appeared to have been cut all the way around. There was also a hanging portion that appeared partially cut. The fact that the crimp ring was still in place and the cut to the graft was nit adjacent to the ring suggests that there was no failure of the crimp ring and that the ring was not crimped so forcefully that it cut the graft. The graft appears to have been cut intentionally by a sharp instrument; the cut is all the way around and it seems as though the silicone was used as a guide for the cut. Further, there is a small portion hanging that also has a smooth edge and appears to be an accidental cut. All documented implants performed by this surgeon involve alteration of the eptfe to attach either flixene or an existing fistula. From the available information, it appears that the graft material was intentionally altered by the surgical team, probably with the intention of adding flixene, but the eptfe was accidentally cut at the wrong section of the beading. This resulted in a lack of eptfe to attach to, and the second graft had to be opened. .